Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Troubleshooting was attempted to no avail; therefore, a surgical procedure was performed to remove all the components and implant a new aus with a smaller cuff. No device issues and no further patient complications were reported.